Manufacturer narrative:
The device was returned to the investigation site without accessories. A visual inspection confirmed the reported issue. The marks on the front panel label and gauge lens are not scratches but splatters of glue caused when the cap was fitted to the knob adjuster on the peep control. It is not visible from all angles only in certain lights and that is how it was missed during final inspection. This is the first known occurrence. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the device has scratches on the gauge cover and front panel. No patient injury was reported.